Event description:
During the positioning of the stent, the proximal edge of the stent caught the edge of the introducer sheath causing the stent to dislodge from the delivery balloon. The stent migrated into the abdominal aorta.